Manufacturer narrative:
(B)(4) (surgical intervention needed). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver resection, three handles cracked when firing across the tissue. Once the handle cracked the stapler would not allow any additional squeezes. The surgeon then pulled back on the black knobs to remove it from the tissue. It was not able to fire the length of the cartridge. The surgeon cuts through the tissue with scissors and then continued to staple after that. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instruments noted no abnormalities. Fu nctionally, the instruments were loaded with a device reload. During testing of the instruments, a skip was noted in one of the unit's firing stroke after closure of the reload jaws. An access hole was cut into one of the instrument bodies for visualization of the firing rack. This examination noted sheared teeth on the firing rack. The remaining instrument and reload were applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.